Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 3 months. The device is expected to be returned for evaluation. It has not yet been received. It was reported that an autopsy would not be performed; however, the customer indicated that the device would be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was found down and expired on (B)(6) 2017. The lvad clinician reported that no additional information was provided. The patient reportedly had a history of non-compliance. It was believed that the lvad was functioning as intended and that the patient event was not device or lvad therapy related.

Manufacturer narrative:
Additional information. Multiple requests for return of the pump were issued to the customer; however, no information regarding pump disposition was provided and to date, vad-9761 has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that after over six years of support on vad-9761, the patient expired on (B)(6) 2017. The cause of expiration was reportedly unknown; however, it was noted that the patient's outcome was reportedly not device or device therapy related and the pump functioned as intended. It was stated that the only known information regarding the event was that the patient was found down; the account had no additional information other than the patient had a history of noncompliance. No alarms were reported and no system controller log files from the time of the reported event are available. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.